Event description:
It was reported that the implantable cardioverter defibrillator pocket was infected. The system was removed and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.